Event description:
It was reported by service report that the brakes were holding at the foot end. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result - broken caster stem.